Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.25mmx10cm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured before reaching the nominal pressure. Procedure was completed with a different device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole 1mm distal of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.25mmx10cm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured before reaching the nominal pressure. Procedure was completed with a different device. No patient complications were reported and the patients' status was stable.